Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inserter shows signs of wear and tear. The shaft has several scratches and scuffs along the entire length. The threaded end of the inserter was fractured. Hardness test was conducted and shows the part to be conforming to the print specification. Sem analysis was conducted and it was identified that the distal threaded tip was fractured. The primary fracture was likely appeared near the 2nd turn of the thread. The fracture artifacts suggests that multiple overload fractures may have originated along the inner thread and progressed across the surface ending the hex hole. Possible secondary fractures may have initiated near the ridges. The fracture surface identifies that about two threads were engaged at the time of fracture suggesting more of repeated impact forces concentrated onto the inner thread area likely by overload fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip surgery, the surgeon identified that the distal threaded tip of the inserter was fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation at this time. Follow up attempts are being done for product return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the internal life of the impactor has a fractured thread. No further information regarding the event has been made available at this time.